Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the lead was stretched, and there was apparent explant damage. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed) and the lead was damaged at implant.

Event description:
It was reported that the patient experienced high thresholds on the left ventricular lead causing the patient to feel poorly. The lead was removed. During the lead revision, a new left ventricular lead was attempted, but could not be placed due to positioning difficulties with the patient's anatomy. The lead was not used, and a new left ventricular lead was implanted. No patient complications have been reported as a result of this event.